Event description:
After 4 years of implantation, the device involved in this MDR report could not be interrogated during the routine follow up; in addition, no magnet was observed. Therefore, it was explanted.

Manufacturer narrative:
July 29, 2009. This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.